Event description:
The rptr did meter to hcp meter comparison tests, 30 minutes apart. Rptr's reading was 120 mg/dl, and the dr's meter (type unknown) read 180 mg/dl. Rptr did not have any symptoms. No harm was alleged. Control solution testing was not done due to unavailability of supplies. Followup attempts to contact the rptr for add'l info have not been successful.